Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the message "ECG equipment failure" comes out. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Update: this pca was returned to philips bench repair center. "The message "ECG equipment failure" comes out¿ this was verified in lab testing. It was determined that this therapy board failed for pca, open circuit.